Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Customer¿s blood glucose level was 203 mg/dl at the time of call. The customer¿s blood glucose was 324 mg/dl and the sensor glucose was 80 mg/dl. Insulin delivery was suspended due to sensor glucose values. Sensor value that triggered the suspend event was 80 mg/dl. Suspend on low limit in sensor settings was 100 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Troubleshooting was performed for sensor glucose value verses blood glucose value. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used guardian sensor and found contact pad damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened and used.